Manufacturer narrative:
Patient weight unavailable from facility.

Event description:
A lead extraction procedure commenced to extract two leads: a right atrial (ra) lead and a right ventricular (rv) lead due to malfunction. Both leads were reportedly implanted in 1991. A spectranetics lead locking device (lld) and cook medical bulldog device were both used to provide traction on the ra lead. Due to the age of leads and the level of scar tissue which was present between the leads, the team began by using a spectranetics 14f glidelight laser sheath, and switched back and forth between the ra and rv leads in order to free up as much scar tissue as possible. The physician met stalled progression, and chose to upsize to a 16f glidelight device, and again switched back and forth between both leads, working around the bend of the superior vena cava (svc). While attempting to extract the ra lead, the physician noted that the ra lead's insulation was ''bunching up'' so the 16f glidelight could no longer progress past this area of the lead, approximately two inches from the distal tip of the lead. At this time, the ra lead popped free and was extracted while traction forces were being applied, and the patient's blood pressure immediately dropped. Rescue efforts commenced immediately, including rescue device, medications and sternotomy. A small right atrial appendage tear was discovered. The patient was stabilized very quickly and survived the procedure. The physician believed strongly that the event occurred due to the insulation of the old lead itself causing the inability of the 16f glidelight device proceeding over the area where the lead was ''bunching up'', and when the lead popped free while traction forces were being applied was when the atrial appendage tear occurred. It was reported the age of the leads, along with lead on lead binding, led to the compromised integrity of the lead's insulation. The patient reportedly recovered very well and was discharged per protocol a couple of days after the procedure. There was no alleged malfunction of any spectranetics devices in use during the procedure.